Event description:
It was reported to boston scientific corporation that an advantage fit transvaginal sling system was used during a procedure on (B)(6), 2012. There were no complications during the procedure. The patient age was reported to be over 18 years. According to the complainant, later in the day after the procedure, the patient's blood count dropped and she developed a hematoma on the left side. The physician reported that the placement of the device may have contributed to the event. The patient was discharged 2 days after the initial procedure. The patient's current condition is reported to be "good." No additional information is available.